Event description:
Prior to an afib ablation procedure, an effusion was noted on an echo. After the 3rd pulmonary vein was isolated, the effusion was noted to be larger, prompting pericardiocentesis. No steam pop was heard. The case was halted and the patient was then transferred to the ICU in a stable condition.

Manufacturer narrative:
As stated previously in the event description, the event occurred prior to procedure. Upon follow-up by the field personnel, the physician refused to get the capital equipment serviced and stated that bwi products did not cause this event. If the product is returned to bwi in the future, bwi will perform an analysis and submit a supplemental report. Concomitant products: carto 3 system, (B)(4), catalog # fg540000. Stockert 70 rf generator, (B)(4), catalog # s7001. Ez steer nav ds bi-directional electrophysiology catheter, catalog # bn7tcdf8l, lot # 15136116. (B)(4).